Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was found out of specification in relation to the customer reported downstream occlusion at high pressures which was reproduced. The device was tested for proper downstream occlusion detection testing and was unable to alarm within range when a downstream occlusion was introduced to a running loaded set. The pump alarmed above the upper acceptable limit. The reported condition was not verified. The cause was determined to be a failed force sensor. The force sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion at high pressures during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.